Manufacturer narrative:
Additional information: the target lesion was in the lad. Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 32nd distal stent wraps with struts raised. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute onyx drug eluting sent . It was reported that after having tried and failed to position the stent in a very tortuous left coronary artery, it was removed and inspection showed a strut protruding.